Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records and complaint history cannot be performed, due to the lot number not being provided. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported this was an arteriotomy closure of the left common femoral artery using the pre-close technique via a 6fr sheath hole prior to an impella procedure. Reportedly, difficulty was felt when advancing the proglide device. The device was removed without deploying the needles and the guide separated where the black and silver part meet. A cut down was performed to remove the separated part of the guide. The sheath was upsized to a 14fr sheath and the procedure was completed. The artery was sutured closed to achieve hemostasis. There was a reported clinically significant delay in the procedure or therapy. No additional information was provided.